Manufacturer narrative:
Corrected fields: h6 (medical device ¿ problem code). A getinge field service engineer (fse) in order to fix the issue fse exchanged safety disk and unit passed. The defective components were received for further investigation. The failure analysis and testing department received safety disk. This part was received with a reported unit failure message of membrane leak test failed. Performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department performed all manifold leak test and membrane leak test failed with result of membrane diff pres. 7mmhg, the factory specification is +-6 mmhg. The failure analysis and testing department verified the failure message of membrane leak test fails. Safety disk failed testing. Retaining safety disk in the fat dept. Per procedure (B)(4). Rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported during installation the cardiosave intra-aortic balloon pump (iabp) unit manifold test failed membrane leak test there was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.